Event description:
It was reported that this patient with a 23mm ce aortic valve, implanted for approximately 15 years, is being evaluated for a valve-in-valve procedure due to symptomatic severe stenosis. Procedure not scheduled yet.

Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 23mm ce aortic valve, implanted for approximately 15 years, underwent a valve-in-valve procedure due to symptomatic severe stenosis. The procedure was performed with a 23mm 9750tfx transcatheter valve. No complications reported and the patient left the room in stable condition. According to the physician, there was no allegation that the surgical valve prematurely failed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated: b4, b5, g3, g6, h2, h6 based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.